Event description:
It was reported the patient presented for initial procedure. During implant, the physician attempted to implant the right ventricular lead but it dropped from its placed position. When attempting to reposition the right ventricular lead, the helix would not extend. The physician elected to use another lead to complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil.